Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's vibratory notifier could not be felt during in clinic testing. Different settings were used to troubleshoot but the issue still persisted. The patient will be followed closely. Doctor will be informed of the behavior.